Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, the user reported receiving repeated "alert 38" errors. Initial troubleshooting was delayed until the user was home with supplies. During follow-up, the user removed all supplies, restarted the ilet, and attempted a dry run, but the error persisted, including an ¿unable to proceed¿ alert when attempting to rewind. A replacement unit was issued. The highest blood glucose (bg) recorded was 231 mg/dl. Blood glucose (bg) was corrected with insulin injections. No symptoms, outside assistance, or medical intervention were reported at the time of call.